Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump over delivered. The drive support cap was sticking out. He pushed on the drive support cap and felt a sharp pain on his side. He noticed a lot of insulin coming out as soon as he pressed it. He was worried about having a hypo event so he drank a lot of juice to increase his blood glucose levels. Customer's blood glucose level was 115 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.